Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The correct part number of 8mm fenestrated bipolar forceps instrument involved in this complaint is (B)(4). It was noted that intuitive surgical inc., (isi) has already submitted the report for broken cable on the reported instrument previously on MFR report number : 2955842-2025-19149. The h10 was updated to include MFR report number 2955842-2025-19149.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a broken wire. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis on MFR 2955842-2025-19149. The instrument was analyzed and found to have a damaged grip cable at distal end. H10 was updated to link MFR no. 2955842-2025-19149.

Event description:
Refer to h11 for follow-up information.